Manufacturer narrative:
Device evaluated by MFR.: gladiator device 7x40x40 was recieved for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal of the proximal markerband and extending approximately 14mm proximally across the balloon material. An examination of the balloon material and proximal markerband identified no issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the radial artery. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the radial artery. A 7.0 x 40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.